Manufacturer narrative:
(B)(4)- device was returned. Evaluation summary: the suture mediated closure (smc) system was returned for analysis. Although a suture break was not confirmed the observed link detachment could appear similar to a suture break; therefore, the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause cannot be determined for the reported event. The reported manual arterial compression used to achieve hemostasis appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. No femoral angiogram was performed. Reportedly, during the device positioning, a spontaneous break of the suture occurred. The device was not deployed and was removed from the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. The device was retained by the hospital; it is not expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.